Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary right l5-s1 spinal root decompression. The next month, the patient presented with back pain after trauma (yanked by dog by walking it). The investigator noted the event as mild in intensity. Resolved with time and physicial therapy. The outcome of the event was resolved with treatment on a little over two months later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as trauma. About twelve days after this, the patient presented with increased right leg pain and new left leg pain. The investigator noted the event as moderate in intensity. Physical therapy instituted and MRI scheduled. The outcome of the event is continuing with treatment. The investigator noted this event as unrelated to administration of adcon-l. The investigator noted a possible explanation for the event due to patient jumping off a deck which started the pain.